Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 33.4-34.2cm and 36.0-36.7cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 6.5-7.2cm, 7.5-8.5cm, and 7.6-8.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.